Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump had multiple motor error alarms. Troubleshooting was performed. The device was not exposed to an MRI. Reviewed the alarm history and found the error alarms. Assisted the caller to run the displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The blood glucose reading was 84mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.